Event description:
It was reported that the castor broke off of the cart at the user facility. No delays, medical interventions, adverse consequences, or patient involvement was reported.

Manufacturer narrative:
The reported event that the wheel broke off of the cart was confirmed by the service team in field.

Event description:
It was reported that the castor broke off of the cart at the user facility. No delays, medical interventions, adverse consequences, or patient involvement was reported.